Event description:
The manufacturer received information alleging an issue related to a CPAP device. The patient alleged visualization of particles. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jan 28 , 2025 and section h10 should be reported as: the manufacturer received information alleging an issue related to a CPAP device. The patient alleged visualization of particles. There is no allegation of serious or permanent harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary finding was observed. The internal aspect of device was inspected. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by manufacturer. There was 6 errors found. The third-party service center concludes that they could not confirm the customer allegation and there was no visible foam degradation and unit was corrected. Section h6 updated in this report.